Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and although clinically relevant supporting documentation was not provided and a thorough medical investigation could not be performed, it was reported that the revision performed approximately 1.5 weeks post implantation was due to a fall which resulted in a traumatic arthrotomy. The event was reportedly resolved and no further patient impact is anticipated. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient sustained a traumatic fall at home which resulted in traumatic arthrotomy of the knee. Patient was taken to surgery for irrigation, debridement, removal of foreign body, hematoma and revision of polyethylene component.